Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer of peritonitis traced to the exit site coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2012, during a call with baxter customer services, the following was reported. On an unreported date, the patient began peritoneal dialysis (pd) therapy. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized on the same day for the event. The doctors traced the source of peritonitis to the exit site. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The action taken with the dianeal therapy was not reported. Outcome of source of peritonitis at the exit site was not reported. The patient was recovering from peritonitis. A causality assessment was not reported. On (B)(6) 2012, product surveillance contacted the peritoneal dialysis registered nurse (pdrn) regarding the peritonitis event. The pdrn confirmed the cause of peritonitis was an exit site infection. The pdrn confirmed hospitalization dates of (B)(6) 2012 to (B)(6) 2012. The nurse confirmed a culture was performed at the hospital, but the results were unknown. The pdrn stated the event of peritonitis and exit site infection was unrelated to any baxter solutions, disposables or the device. On (B)(6) 2012, global pharmacovigilance contacted the peritoneal dialysis registered nurse and obtained the following additional information regarding the peritonitis event. Per the patient's hospital discharge summary, the nurse clarified the patient did not have an exit site infection as previously reported. On an unreported date, the patient experienced a touch contamination. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized for the event. On (B)(6) 2012, the patient was discharged from the hospital. On (B)(6) 2012, the patient experienced a myocardial infarction (mi) and was readmitted to the hospital. On (B)(6) 2012, the patient was discharged from the hospital. Pd therapy was ongoing. The patient had recovered from the peritonitis. On (B)(6) 2012 the patient was retrained on aseptic technique. At the time of this report, the patient was recovering from the mi. Cause of peritonitis was a touch contamination (not exit site infection as previously reported). The mi was related to the patient's past medical history of coronary artery disease. The events were not related to dianeal solution or to the baxter devices or disposable products. The nurse did not know the lot numbers for the dianeal solution or baxter devices or disposable products that the patient was using at the time of the events.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review was not performed. This report of use error - breach in aseptic technique is confirmed because it was reported there was a break in aseptic technique by the patient described as touch contamination. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.